Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855.

Event description:
After using for 20 mins, the scope and processor both were blackout and prolonged the procedure time. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result we couldn't investigate because the device was not returned. The scope was repaired by the third party and returned to the hospital. If additional information becomes available, a supplemental report will be filed with the new information.